Event description:
Boston scientific received information that recurrent alerts were detected for this cardiac resynchronization therapy defibrillator (crt-d) as it displayed low out of range pacing impedance measurements. During a review of the patient's remote home monitoring system electrograms (egms), noise with oversensing was noted to be present on the right ventricular (rv) pace/sense egm. The oversensing led to pacing inhibition with less than two seconds of asystole. Boston scientific technical services (ts) discussed that the noise appeared to be coming from an external source. Additional information indicated that the cause was not determined. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that this device was set to monitor only. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.